Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that she was unable to remove the battery cap and that it was stripped. The blood glucose reading was 466 mg/dl. Through troubleshooting, they were able to remove the battery cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a stripped battery cap coin slot, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners and a missing end cap sticker.